Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys testosterone ii assay results for one patient sample. The initial result was 24.64 ng/dl and the repeat result on (B)(6) 2017 was 1290 ng/dl. Information concerning which result was reported outside of the laboratory was requested but was not provided. There was no allegation of an adverse event. The reagent lot number was 232994. The expiration date was requested but was not provided. Based on the calibration and qc data, a general reagent issue was not suspected.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include issues with the instrument or the pre-analytics. Other typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance. Based on the calibration and qc data, a general reagent issue was not evident.